Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. Additional information indicated that there was no further intervention performed to resolve this issue. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.